Event description:
Information was received indicating that a smiths medical pump gave an occlusion entry warning and informed that 6.9ml remained in the cadd cassette reservoir. There was "anticipation of completion of the infusion" due to this issue and there was no reported adverse event.